Event description:
It was reported that during a tonsillectomy and adenoidectomy on a pediatric pt the physician was using a procise max plasma wand. Intra-operative the physician noted that the plasma field was very active and appeared to spark. In addition, the physician noted that hemostasis was not sufficiently achieved. The procedure was completed using suction cautery. No pt injury was reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.